Event description:
It was reported that the l9000 repeatedly shut off while in use allegedly due to shorting fibers. The procedure was completed without switching lightsources.

Manufacturer narrative:
Additional info will be provided once investigation is completed.